Manufacturer narrative:
The devices were discarded and the lot numbers are unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 4 minicap transfer sets detached from the patient¿s catheter (via the titanium adapter). This occurred during use of devices for peritoneal dialysis therapy. The transfer sets were replaced, however the titanium adapters remained in use. There was no patient injury or medical intervention associated with this event. No additional information is available.